Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the port was placed in the internal jugular vein. Port was flushed and leakage was observed near the neck. CT was done in (B)(6) 2017, which revealed a catheter fracture approximately 26cm from the tip. The distal catheter segment migrated into the heart. The status of the patient is unknown.

Manufacturer narrative:
Additional information was received from the international business center (ibc) on 9/20/2018. The associated fields were updated. No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that the port catheter was placed via the right internal jugular vein. Swelling was observed during normal saline flush. X-ray revealed catheter fracture approximately 26 cm from the tip. The status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one ti lp port with groshong catheter was returned for evaluation. The returned catheter segment was connected to the port stem under a catheter lock. The distal segment of the catheter was not returned. The distal end of the catheter segment, approximately 7.7cm from the distal end of the catheter lock, exhibited a complete circumferential break. Under magnification, a partial circumferential crease was noted approximately 6.5cm distal from the distal end of the catheter lock and a partial circumferential split was noted approximately 7.2cm distal from the distal end of the catheter lock, with jagged edges noted to the split. The edge of the break was noted to be jagged with some rounding and discoloration when viewed under magnification. The surface was noted to be smooth on one side. Based on these findings, the investigation is confirmed for the reported catheter break. Per the evaluation results, the crease and split were both circumferentially aligned and near the complete circumferential break, and likely occurred due to the same failure that caused the break. Additionally, per the evaluation results, the end of the returned catheter segment was jagged with some rounding, possessing a smooth surface on one side. These are characteristics typical of flexural fatigue, and it is possible that cyclic kinking of the catheter tube due to physiological, placement, usage or mechanical factors may have contributed to the identified break, split and crease. However, the distal catheter segment was not returned for evaluation. While it is possible that procedural issues contributed to the reported event, the definitive root cause could not be determined based upon available information. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry 06/19).

Event description:
It was reported that the port catheter was placed via the right internal jugular vein. Swelling was observed during normal saline flush. X-ray revealed catheter fracture approximately 26 cm from the tip. The status of the patient is unknown.